Event description:
The customer's mother called to report that customer was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl at the time of hospitalization. Customer stated that he did not program a bolus for anything prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.